Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit was monitored and no blank display anomalies, failed battery test alarms or bad battery alarms were noted. No damage on the connector/lcd isolation tape noted. Unit passed rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners, reservoir tube lip, belt clip slot and battery tube threads. Unit received with minor scratched lcd window and stained end cap sticker.

Event description:
The customer reported via phone call that she woke up and the insulin pump was powered off completely. The insulin pump alarmed bad battery and half an hour later it turned off again. Customer's blood glucose level was 448 mg/dl. She treated her high blood glucose level with a syringe. The insulin pump had scratches on the screen and a crack on the battery compartment. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.